Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "it was reported through the filing of a lawsuit, that allegedly, the pt received a trident ceramic on ceramic left hip system. It was further alleged that, the pt is experienced clicking, squeaking, and extraordinary noise."